Manufacturer narrative:
No report of patient involvement. The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit displayed the error message 'display voltage out-of-range' prior to use. This would cause an inability to mechanically ventilate. There was no report of patient involvement.